Event description:
The event happened during the procedure. Initially, an unspecified microcatheter (brand name and type unknown) was navigated into the target lesion and the 1st micrusphere (csp100500-30/j10512) was inserted as a framing coil in the target lesion. Then, another microcatheter (brand name and type unknown) was navigated on the other side and the 2nd micrusphere (csp100500-30, lot unknown) was also inserted in the target lesion as well. And then, the 2nd micrusphere was successfully detached and placed into the target lesion without any further issues. However, later on, the physician could not detach the 1st micrusphere using an enpower control cable (ecb000182-00, lot unknown) although pressing the detachment button several times. Type of the detachment control box used with the product was not provided. When the detachment control box powered on, the green system ready light did not illuminate but he pressed again the detachment button and also could not detach the coil. During the detachment cycle, the detachment light did not illuminate and the audible signal did not beep. No issues were noted on the battery power indicator light and the system fault light. All connections appeared to fit properly without application of excessive force. Although he replaced the cable for a new one (ecb000182-00, lot unknown), the situation was not improved. The physician concerned the malfunction of the micrusphere. And so, the pre-deployment electrical check of the other coil (csp100500-30, lot unknown) was performed outside the patient.

Manufacturer narrative:
The procedure was coil embolization for an unknown vessel using a dual coil technique. No information regarding the vessel/aneurysm was provided. Access was obtained from femoral artery. The event happened during the procedure. Initially, an unspecified microcatheter (brand name and type unknown) was navigated into the target lesion and the first micrusphere (csp100500-30/j10512) was inserted as a framing coil in the target lesion. Then, another microcatheter (brand name and type unknown) was navigated on the other side and the second micrusphere (csp100500-30, lot unknown) was also inserted in the target lesion as well. The second micrusphere was successfully detached and placed into the target lesion without any further issues. However, the physician could not detach the first micrusphere using an enpower control cable (ecb000182-00, lot unknown) although pressing the detachment button several times. The type of the detachment control box (dcb) used with the product was not provided. When the detachment control box powered on, the green system ready light did not illuminate, and during the detachment cycle the audible signal did not beep. No issues were noted on the battery power indicator light and the system fault light. All connections appeared to fit properly without application of excessive force. Although the physician replaced the cable for a new one (ecb000182-00, lot unknown), the situation was not improved. The first micrusphere was safely removed from the patient and was replaced for the new coil (csp100500-30, lot unknown). The pre-deployment electrical check of this coil was performed outside the patient. After that, the green system ready light illuminated and he was able to detach the replaced coil using the same detachment control box with no further problems. The procedure was successfully completed without any further issues. There was no patient injury/complications reported. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. Pre-deployment electrical check was performed for the 1st micrusphere (csp100500-30/j10512) and no issues were noted. There was no stretching or unintended detachment observed in the vessel or in the microcatheter. No additional information is available. The device positioning unit (dpu) and attached coil were returned for analysis. The dpu failed electrical testing. The detachment fiber did not receive heat and melt. The most likely contributing factor to the non-detachment of the coil inside the aneurysm may have been due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined, as all microcoil systems are electrically tested prior to final packaging. Based on the information provided, it appears a pre-deployment electrical check may not have been performed on this coil, but was performed out of the patient on the second coil that was successfully used. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ in addition, without the return of the unidentified detachment control box (dcb), the unidentified connecting cable, and the unknown microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint is confirmed; however, without the return of several key components it is not possible to definitively establish a root cause. The product labeling appears to adequately address the steps for performing a pre-deployment electrical check, which is recommended in order to minimize the occurrence of detachment issues once the coil has been placed in the target lesion. Therefore, no corrective action is warranted at this time.

Manufacturer narrative:
The green system ready light of the other coil illuminated. Therefore the 1st micrusphere was safely removed from the patient and was replaced for a new one (csp100500-30, lot unknown). After that, the green system ready light illuminated and he was able to detach the replaced coil using the same detachment control box with no further issues. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. Pre-deployment electrical check was performed and no issues were noted. There was no stretching or unintended detachment observed in the vessel or in the microcatheter. The complaint product is going to be returned for evaluation. No additional information is available. The procedure was coil embolization for an unknown vessel. No information regarding the vessel/aneurysm was provided. Access was obtained from femoral artery. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. For concomitant medical products and therapy dates: 2 microcatheter (brand name and type unknown); 2 micrusphere (csp100500-30, lot unknown); 2 enpower control cable (ecb000182-00, lot unknown); detachment control box (details unknown).